Event description:
This device was explanted after 40 months of implantation. The device was reported to be explanted due to end of life, which is why no MDR report was previously filed. However, the analysis was rec'd from the MFR on 9/10/98, and the analysis stated that the device was not at end of life, but had a pacing chip failure.